Event description:
Caller states that the device read lo with no blood being applied to the strip. No action reportedly taken based on the lo result. No treatment received. Requested return of suspect device and replacement was sent.